Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B) (6) 2010, alleging an error 2 and an error 4 message on her one touch ultra meter. The patient mentioned that the reported issue with the error 2 and error 4 message began last thursday ((B) (6) 2010). Due to the error messages the patient skipped her dosage or stopped her medication. The patient did not test on another device or seek any medical attention. On (B) (6) 2010 the patient began to feel shaky. She contacted her physician for advice and was advised to withhold her medication. The patient did not seek any further medical attention. The patient was using the correct test strips. The test strips were in good condition and not expired. The error 2 occurs when a test strip is inserted into the meter. Based on the initial call, it was noted that there was misuse of the product. It was also noted that the patient was trying to test in the meter memory mode. Customer care advocate (cca) explained to the patient the proper testing procedure. Products were replaced. The complaint is being reported since the patient alleged that due to the error 2 message she developed symptoms suggestive of hypoglycemia.